Event description:
It was reported that the customer had a broken case on the insulin pump.

Manufacturer narrative:
The insulin pump was received with a broken casing, a missing electronic assembly, a torn motor flex cable, and a torn force sensor resistor noted. Displacement test was unable to be performed due to the missing electronic assembly, torn motor flex cable, and torn force sensor resistor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.